Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation: uterus') in a 33-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia"), back pain ("back pain"), abdominal pain ("abdominal pain") and pelvic pain ("pelvic pain"). In (B)(6) 2016, the patient was found to have weight increased ("weight gain"). In(B)(6) 2016, the patient experienced urinary tract infection ("bladder/urinary problems : uti"). On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant), bladder disorder ("bladder/urinary problems: bladder problems"), weight fluctuation ("weight fluctuation"), headache ("headaches"), menorrhagia ("abnormal bleeding (vaginal,menorrhagia),") and vaginal haemorrhage ("abnormal bleeding (vaginal,menorrhagia),") and was found to have hormone level abnormal ("hormonal changes"). Essure treatment was not changed. At the time of the report, the uterine perforation, bladder disorder, urinary tract infection, hormone level abnormal, weight fluctuation, headache, weight increased, menorrhagia, vaginal haemorrhage, dyspareunia, back pain, abdominal pain and pelvic pain outcome was unknown. The reporter considered abdominal pain, back pain, bladder disorder, dyspareunia, headache, hormone level abnormal, menorrhagia, pelvic pain, urinary tract infection, uterine perforation, vaginal haemorrhage, weight fluctuation and weight increased to be related to essure. The reporter commented: she received treatment for bladder/urinary problems: bladder problems, ,uti (as per pif) discrepancy noted in date on insertion: (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2013: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-apr-2021: mr received: reporter information added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation: uterus') in a 33-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6)-2013, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain") and dyspareunia ("dyspareunia"). In (B)(6) 2016, the patient was found to have weight increased ("weight gain"). In (B)(6)2016, the patient experienced urinary tract infection ("uti"). On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant), heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), headache ("headaches"), bladder disorder ("bladder problems") and weight fluctuation ("weight fluctuation") and was found to have hormone level abnormal ("hormonal changes"). Essure treatment was not changed. At the time of the report, the uterine perforation, pelvic pain, abdominal pain, back pain, dyspareunia, heavy menstrual bleeding, vaginal haemorrhage, headache, bladder disorder, urinary tract infection, hormone level abnormal, weight fluctuation and weight increased outcome was unknown. The reporter considered abdominal pain, back pain, bladder disorder, dyspareunia, headache, heavy menstrual bleeding, hormone level abnormal, pelvic pain, urinary tract infection, uterine perforation, vaginal haemorrhage, weight fluctuation and weight increased to be related to essure. The reporter commented: she received treatment for bladder/urinary problems: bladder problems, uti. (As per pif) discrepancy noted in date on insertion: (B)(6)-2013. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in august 2013: total bilateral occlusion. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on (B)(6)-2021: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation: uterus') in a 33-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia"), back pain ("back pain"), abdominal pain ("abdominal pain") and pelvic pain ("pelvic pain"). In (B)(6) 2016, the patient was found to have weight increased ("weight gain"). In (B)(6) 2016, the patient experienced urinary tract infection ("bladder/urinary problems : uti"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), bladder disorder ("bladder/urinary problems: bladder problems"), weight fluctuation ("weight fluctuation"), headache ("headaches"), menorrhagia ("abnormal bleeding (vaginal,menorrhagia),") and vaginal haemorrhage ("abnormal bleeding (vaginal,menorrhagia),") and was found to have hormone level abnormal ("hormonal changes"). Essure treatment was not changed. At the time of the report, the uterine perforation, bladder disorder, urinary tract infection, hormone level abnormal, weight fluctuation, headache, weight increased, menorrhagia, vaginal haemorrhage, dyspareunia, back pain, abdominal pain and pelvic pain outcome was unknown. The reporter considered abdominal pain, back pain, bladder disorder, dyspareunia, headache, hormone level abnormal, menorrhagia, pelvic pain, urinary tract infection, uterine perforation, vaginal haemorrhage, weight fluctuation and weight increased to be related to essure. The reporter commented: she received treatment for bladder/urinary problems: bladder problems, uti. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2013: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-nov-2019: pfs received : events added- abnormal bleeding (vaginal, menorrhagia), dyspareunia (painful sexual intercourse), pelvic pain, back pain, abdominal pain, weight gain. Reporter added, events onset date added. Lab data added. We received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation: uterus') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), bladder disorder ("bladder/urinary problems: bladder problems"), urinary tract infection ("bladder/urinary problems : uti"), weight fluctuation ("weight fluctuation") and headache ("headaches") and was found to have hormone level abnormal ("hormonal changes"). Essure treatment was not changed. At the time of the report, the uterine perforation, bladder disorder, urinary tract infection, hormone level abnormal, weight fluctuation and headache outcome was unknown. The reporter considered bladder disorder, headache, hormone level abnormal, urinary tract infection, uterine perforation and weight fluctuation to be related to essure. The reporter commented: she received treatment for bladder/urinary problems: bladder problems, uti. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: new pfs received- event ¿ injury¿ replaced with new events perforation: uterus, bladder/urinary problems: bladder problems, urinary tract infection, other injuries/symptoms: hormonal changes, headaches, weight fluctuation. Product indication was updated. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.